Manufacturer narrative:
(B)(4) . Diabetes mellitus is a known cause of hypoglycemia. H6 codes: (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient¿s spouse reported inaccurate cgm values which occurred five days after the sensor had been inserted into the abdomen. Shortly after midnight on (B)(6) 24th, the patient¿s cgm value was over 200 mg/dl and he self-treated with the appropriate dosage of long and short acting insulin. At approximately 4:10 am, the patient¿s spouse was woken by the patient who was complaining of being high (meaning elevated glucose); however, a brief time later, the patient started ¿foaming¿ at the mouth (presumed to mean altered state of consciousness). Emergency medical services was called and performed a bg upon arrival which was 30 mg/dl but his cgm value was 147 mg/dl. The patient was treated with IV glucose and once the patient¿s bg increased, he declined transportation to the hospital. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.